Event description:
It was reported that the procedure was to treat a lesion in the left antieror descending artery with mild calcification. Pre-dilatation was performed and the 3.0 x 28 xience xpedition stent delivery system (sds) was flushed per the instructions for use. The stent was implanted without issue. During removal of the sds, resistance was noted with an unknown 300 guide wire, and the proximal shaft separated outside the anatomy. It was noted that the guide wire was dry, and the physician believes that this is what caused the resistance. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and the shaft separation was confirmed via returned device analysis. The reported difficulty retracting the device / guide wire resistance could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on visual analysis of the returned device, there is no indication of a product quality deficiency. A review of the lot history record revealed no non-conformances associated with the reported lot that could have contributed to this complaint and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.